Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained post-sensed t-wave oversensing was observed. Programming changes were recommended. The device was scheduled for extraction.

Event description:
Additional information received indicated that the device was explanted and returned.

Manufacturer narrative:
The reported field event of oversensing was confirmed in the laboratory via device image. The device was tested on the bench and no anomalies were found. The cause of the field event could not be determined.